Event description:
Received letter from insurance company stating that user died due to a fire originating in their bedroom. The fire may have originated from a malfunction in a control box at the foot of an adjustable bed.